Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the surgeon felt an imprecision when using the lumbar probe. The surgeon investigated the probe and found that the probe was bent at the tip. The surgeon found the issue midway through the procedure and was unsure when the reported bend occurred. The site continued the procedure with a separate probe. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.